Event description:
It was reported that the customer's insulin pump was caught in a recliner and broke. A button was damaged and stopped responding. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button response, due to flattened dome switch. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip, and minor scratches on the lcd display window.